Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibial articular surface provisional left size 3-5 cd top catalog #: 42517400410 lot #: 62601189. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this complaint; please see all reports associated with this event: 0001822565-2019-01188, 0001822565-2019-01189.

Event description:
It is reported that during knee arthroplasty when the surgeon was trailing the provisionals, the devices broke. The surgeon was able to complete the surgery using provisionals of the same size. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned provisional exhibited signs of repeated use (nicked/gouged) and was fractured on the lateral side of the post. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.